Manufacturer narrative:
Date of event is unknown. Additional device information is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
Manufacturer reference number: 1627487-2021-00055. It was reported that the patient was experiencing ineffective therapy. Diagnostics revealed high impedances on several contacts. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.